Event description:
Boston scientific received information that this patient's latitude system detected a red alert (low right ventricular (rv) pacing lead impedance) in (B)(6) 2009. Technical services contacted the representative to discuss the alert and informed the representative that there were no other rv out-of-range (oor) pacing impedance measurements. The other recorded measurements were in the range of 500 to 620 ohms. Additionally, technical services mentioned that the device stored several nonsustained episodes which were recoded on that day and several the day before. The available electrograms (egms) showed noise on the rv pace/sense channel. Technical services discussed a possible lead issue. The representative was enroute to the clinic to discuss further. The clinic nurse was contacted and was informed of the red alert. The clinic nurse informed technical services that they were aware of the red alert and were reviewing the data. Technical services discussed the lead impedance readings and the possible noise on the nonsustained episodes. The clinic nurse was planning to contact the patient for a scheduled follow-up and additional troubleshooting. Subsequently, this patient's latitude system detected a red alert (tachy mode programmed to other than monitor + therapy) in (B)(6) 2009. The representative was contacted and informed of the second red alert. The representative was planning to contact the clinic to discuss further. Subsequently, technical services was informed by the clinic nurse that the device's tachycardia mode had been intentionally deactivated.

Manufacturer narrative:
Subsequently, this patient's latitude system detected a red alert (high shock impedance) in (B)(6) 2010. The clinic nurse and representative were notified. The patient's history is remarkable for past red alerts (low rv pacing impedance, tachy mode to other than monitor + therapy). Boston scientific received information that this rv lead may have been repositioned in the past. The representative contacted technical services and was informed of the greater than 125 ohm shock impedance measurement and that the average daily shock impedance measurements had increased about 10-15 ohms at the end of (B)(6) 2010. Another red alert (high shock impedance) was detected in (B)(6) 2010. The representative contacted technical services to report that the patient was presented to the electrophysiology (ep) laboratory and the rv lead was partially extracted due to conductor fracture. The physician elected to explant the device because the remaining longevity was only one year. Model#4469 was utilized to gain venous access (occluded left-sided vein) and was extracted. A new device, ra lead and competitor rv lead were successfully implanted on the left side. The left ventricular (lv) remained inservice.